Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in italy, during the placement of the 29mm sapien 3 valve by tf approach in the aortic position, the delivery system balloon burst and a femoral artery dissection had to be repaired. After balloon valvuloplasty was conducted without problems, the operators felt resistance upon advancing the commander with the crimped valve through the esheath. Several attempts had been performed by two different physicians but the distal tip of the commander ds looked damaged by the fluoroscopy check. A final unsuccessful attempt had been done by a small withdrawal of the esheath and trying to advance the delivery system. Finally, the team decided to remove all the systems at once and replace it with a new one. There was no problem during the insertion of the second esheath. However, both operators felt resistance during the advancement of the second delivery system through the esheath but they were able to push it out the sheath. After the crossing the native aortic valve, the team started the deployment procedure without withdrawing the commander ds flex tip from the balloon. As a result, the first operator adjusted the position of the valve during the deployment and the balloon burst after 2 seconds of inflation. Due to the damaged balloon, it was deemed impossible to retrieve the delivery system through the esheath and all the systems had to be removed again requiring surgical support. The femoral artery was repaired with a venous patch by the vascular surgeon. After reviewing the imagery, no direct cause could be determined. The patient had a mechanical mitral valve and ppm. His conditions were good.

Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2016-01332. The commander delivery system, inserted through the esheath, with the distal tip of the delivery system protruding through the torn esheath liner, was returned after being used in the procedure. The handle was returned in locked position. Note: the sheath shaft liner torn and sheath shaft resistance with delivery system, balloon catheter for the returned esheath are evaluated as part of complaint. The returned commander delivery system was visually inspected for any abnormalities. The delivery system was inserted through the sheath and the distal tip was protruding through liner tear. No tears were observed on the inflation balloon. The handle was in a locked position. There was balloon bunching around distal tip. The inflation balloon was completely separated from the crimp balloon proximal to the laser bond between the two components (I/c bond). The proximal balloon legs were bent 180 degrees, and the inflation balloon was wrinkled and inverted. The spring was stretched out. The guidewire shaft was cut by engineering distal to the triple marker band to remove delivery system from sheath. There were some gouge marks on the flex tip, but no flex tip bunching was noted. No other visual abnormalities were observed. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material and met specification. No further functional testing related to torn balloon and withdrawal difficulty was unable to be performed on the delivery system due to its returned condition (torn crimp balloon and guidewire cut for device removal from sheath). However, the complaints for balloon torn and delivery system withdrawal difficulty through sheath were confirmed by visual inspection. The work orders most relevant to this complaint event did not reveal any manufacturing related issues that could have contributed to this reported event. A lot history review revealed no other similar complaints related to the following failure modes: balloon torn and delivery system withdrawal difficulty through sheath. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the april 2016 control limits for the trend category of ¿damaged¿ and ¿withdrawal difficulty¿. No IFU/ training deficiencies were identified. During manufacturing, balloons are 100% visually inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. These inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a defect in manufacturing contributed to the reported complaints for the ¿balloon torn¿ and the ¿delivery system withdrawal difficulty ¿ through sheath.¿ the complaints for the ¿balloon torn¿ and ¿delivery system difficulty through sheath¿ were confirmed based upon the visual inspection of the returned device. Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification, and the bond in this location remained intact. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and the associated device have proper inspections in place to detect issues related to the torn balloon. Imagery for the valve alignment procedure was not provided, so the condition of the vasculature at the point of alignment could not be assessed. However, if valve alignment was performed in a non-straight section of the aorta, the delivery system may bend which can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). There is visual evidence that this is likely to have occurred since the flex tip was returned with gouge marks. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in questions. In addition, per the complaint description, the user did not retract the flex tip back to the triple marker position prior to deploying the crimped valve. Retraction was instead performed while the balloon was being inflated. This may have resulted in increased tensile load on the constrained portion of the balloon, which subsequently may contribute to the separation of the crimp balloon and inflation balloon. Once the inflation balloon and the crimp balloon are torn, it can create difficulties retrieving the delivery system, where the torn inflation balloon may be unable to be retrieved into the tip of the esheath. In addition, tortuous or calcified access vessels can also cause non-coaxial retrieval angles, which can aggravate any difficulties experienced with delivery system retrieval in addition, review of previous similar complaints suggests that withdrawal of the delivery system can be affected by, non-axial alignment with the sheath during retrieval, residual liquid volume in the delivery system and not placing the flex tip over the triple marker prior to deployment can result in material separation and this will cause resistance retrieving the torn balloon into sheath. Regarding the withdrawal difficulty, since no product non-conformances were confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limits, no product risk assessment (pra) escalation is required. The complaint for delivery system withdrawal difficulty through sheath was confirmed. No manufacturing issues were conclusively identified in the returned product during engineering evaluation. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time. No root cause has been determined at this time. The complaint for balloon torn was confirmed, but no manufacturing issues were conclusively identified in the returned product during engineering evaluation. No labeling or IFU inadequacies were identified. Available information suggests that procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate exceeds an actionable limit. Due to the high criticality level for this failure mode, a pra was initiated for risk assessment and for consideration for further escalation.

Event description:
The patient's minimum luminal diameter (mld) was 6.0 mm with no calcification and mild tortuosity. The patient had a pre-existing mitral mechanical valve.